Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2184149-2020-00050. During a pulmonary vein isolation ablation procedure, a cardiac tamponade occurred. When ablation was being performed an amplifier error occurred, with the status light changing to flashing orange. In addition, the ablation catheter was no longer being displayed. The amplifier was replaced to resolve the issue however the patient had become hypotensive. An echocardiogram was performed revealing a cardiac tamponade, for which a pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation ablation procedure, a cardiac tamponade occurred. When ablation was being performed an amplifier error occurred, with the status light changing to flashing orange. In addition, the ablation catheter was no longer being displayed. The amplifier was replaced to resolve the issue however the patient had become hypotensive. An echocardiogram was performed revealing a cardiac tamponade, for which a pericardiocentesis was performed to stabilize the patient. The pulmonary vein isolation (pvi) was completed but the planned cti ablation was not performed.